Event description:
Unomedical reference no. (B)(4). Event occurred in canada. On 07 april 2024, patient has reported that infusion set cannula was bent. The events occurred within 3 hours of insertion. The blood glucose was high and replaced infusion set. With a new one for its correction. The insertion site was at abdomen. Infusion set was in use for 12 hours. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.